Event description:
As reported from our affiliates in colombia, this was a case involving a 29mm sapien 3 transcatheter heart valve in aortic position. During a very difficult case of transaortic valve replacement due to large annulus size, the balloon burst during inflation, causing the valve to fall into the left ventricle. Surgery was initiated. The transcatheter heart valve was removed and a surgical valve was implanted successfully.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated h6- type of investigation, investigation findings. Corrected h6- investigation conclusions. The device was not returned for evaluation. The complaint for valve embolization into ventricle was unable to be confirmed due to unavailability of relevant imagery/medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the instructions for use (IFU), embolization is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. As reported, "during a transaortic valve replacement of a very difficult case (large annulus size) a complication was present while insufflating balloon. The balloon burst, causing the valve to fall into the left ventricle." In this case, the inflation balloon burst during the valve deployment, which could cause the sudden movement of delivery system and valve toward ventricular resulting in valve embolized into ventricle as reported. Based on available information, procedural factors (balloon burst during valve deployment) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.